Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿¿¿s complaint was confirmed. Upon inspection of the device, it was observed that the forceps mouthpiece was deformed due to physical stress. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned this device for the evaluation and repair of image issue of stain in the ig bundle. There is no reported harm to any patient or persons. Upon evaluation of the returned device, it was observed that the forceps mouthpiece was deformed due to physical stress. This medwatch is being submitted for the reportable issue of the deformed forceps mouthpiece observed during device evaluation.

Manufacturer narrative:
Corrected data: investigation conclusion. This supplemental report is submitted to provide the results of the final legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation was unable to determine a definitive cause of the forceps deformation. It is possible that deformation occurred as a result of stress, handling or other factors. Olympus will continue to monitor the field performance of this device.